Event description:
On february 1st, the user contacted dario to report high blood glucose (bg) readings. The user reported that on december 15th, her dario meter showed a bg reading of 375 mg/dl. Due to this reading, the user reported that she went to the ER where an EKG was performed on her. The hospital was treating her as if she was experiencing a hyperglycemic event. They wanted to give her insulin, however the user refused, and she was given an IV of fluids instead. The user reported that she does not take insulin or any diabetes medication and that she controls her blood glucose levels with diet and exercise. The ER later tested her bg level with a bg reading of 70 mg/dl. The user was kept in the hospital for 3 hours and then was released. While on the phone with dario's representative, she was to open and test with a new cartridge of strips. The user received a reading of 110 mg/dl which she reported is normal for her. It was determined that the user was using the original cartridge from when she first received the device, and since then, has never replaced the cartridge. The user was transferring strips from one cartridge to another. Dario's representative educated the user that transferring strips from one cartridge to another may contaminate them. Dario's user guide states in the section "storage and handling", "do not transfer test strips from one cartridge to another." It was also determined that the user had been using alcohol before testing her bg levels. Dario's user guide, states in the section regarding "factors that interfere with blood glucose testing", that "alcohol can affect test results". Therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.